Event description:
The customer reported the device was failing the downstream occlusion test and error 99 was found in the device event log. The device was sent for further evaluation. The device was received for further evaluation. The evaluation could not verify the reported event. The device was tested and passed the downstream occlusion test. The device history log was downloaded and reviewed. The evaluation of the device event log confirms the reported error 99 (activation of the watch dog). The central processing unit (cpu) and power supply board were replaced to resolve the error. Also, the clamp motor was replaced due to excessive noise. After repair, the device was found to meet specification.